Event description:
The customer reported an intermittent communication error. The fe states that when this occurred the system would fail to complete boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.